Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and verified and duplicated the reported issue. Stryker fsr determined the root cause was a faulty system pcba. The fsr replaced the system pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.